Event description:
Pt with end stage renal disease on hemodialysis. During declot procedure, tip of angioplasty balloon sheared off as it was pulled through sheath. Small balloon fragment retained in graft. It was removed during graft thrombectomy. Pt required surgical declotting of graft and balloon fragment was removed during this procedure.